Manufacturer narrative:
Section a: patient information was not provided and will be requested. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported a patient status post transplant was on venoarterial extracorporeal membrane oxygenation (va-ECMO) support using centrimag equipment, which had just returned back from preventative maintenance. An m4 motor alarm sounded around 10:00 am. The centrimag continued to run at the prescribed rpms without change to flows. The console and motor were exchanged with only a transient interruption of flow and no injury to the patient. Related manufacturer reference number for the console : (B)(4).

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of an m4 motor alarm was confirmed. The centrimag motor (serial number: (B)(6) was returned for analysis and a log file was downloaded from the returned and associated 2nd generation primary console (serial number: (B)(6) for review that showed events spanning approximately 12 days (27nov2023 ¿ 30nov2023, 08dec2023, 09dec2023, 13dec2023, 21dec2023, 06jan2024 ¿ 07jan2024, 16jan2024, 14feb2024 per time stamp). Events occurring on 14feb2024 took place during lab testing at abbott. An m4: motor alarm was active on 07jan2024 at 07:45:51 and at 07:47:56 associated with an ¿sf_lmc_levitation¿ fault flag, indicating a potential issue with the motor. The patient was observed to have been swapped to the backup equipment at 07:49:52 on 07jan2024, indicated by the m3: pump not inserted alarm, and the system was shut down at 07:51:38. Power to the console was cycled several times before finally being shut down on 16jan2024 at 09:43:24 to ship the console to abbott. There were no other notable alarms active in the log file. The centrimag motor (serial number: (B)(6) was returned for analysis to the service depot and the returned 2nd generation primary console (serial number: (B)(6) and motor were connected to a test loop. Upon powering on the console, an m4 motor alarm appeared. The returned motor was connected to a test console and the m4 alarm reappeared on the test console confirming the reported event. The issue was isolated to the motor and was forwarded to product performance engineering (ppe) for further analysis. Further testing was performed within ppe. The motor was connected to a test monitor, test console and mock loop. Upon powering on the console, a motor alarm: m4 became active. The underlying wires of the motor were measured. Manipulation of the cable near the motor proximal bend relief revealed intermittent indications of b2+/- line being electrically open. The outer jacket and motor bend relief of the cable were removed. Numerous kinks were found along the brown and white wire near the motor bend relief. The brown and white wires are responsible for the input/output current of the b2 bearing phase and therefore would have contributed to the reported event. The root cause of the reported event was determined to be wire fatigue within the motor¿s cable at its motor-side bend relief, consistent with repetitive flexing of the cable over time. Wire fatigue occurring at the motor-side bend relief has been addressed via a corrective action, and this motor was manufactured before this action was implemented. The 2nd generation centrimag system operating manual section 9.5 entitled ¿motor visual inspection¿ states the cable that connects the centrimag motor to the centrimag console has been designed and tested to withstand five years use. Product tracking revealed the centrimag motor (serial number: (B)(6) to have been in use for ~10 years. The device history records were reviewed for the centrimag motor (serial number: (B)(6) and the motor was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 16 entitled ¿console alarms & alerts¿ addresses how to properly interpret and troubleshoot all system alarms including m3 and m4 alarms. The 2nd generation centrimag system operating manual section 9.5 entitled ¿motor visual inspection¿ states the cable that connects the centrimag motor to the centrimag console has been designed and tested to withstand five years use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4, catalog number, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.